Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. Per medical review - while the lens is being ejected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end-up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. Based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of this event was user's error while loading/injecting the lens in the anterior chamber. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens in the patient's left eye (os) four times and each time the lens went into the patient's eye upside down. The surgeon decided not to implant the lens due to the eye had suffered and the surgery was not finished. The lens was broken.